Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with an allergic reaction, itching, burning, rash, weeping, redness, blisters, and pustules, extended beyond the patch perimeter. The patient was seen at the allergy department and an allergy test showed an allergy against isobornyl acrylate. The patient would have also had an allergic reaction to the adhesive from their insulin pump. At the time of the report, it was stated that the patient had switched back to using an fingerstick, and insulin pump. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.